Manufacturer narrative:
The reported event of a sheath detachment was confirmed. The sheath hub separated from the sheath tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath detachment is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following the procedure, when the introducer was removed from the patient, the shaft of the sheath detached from the introducer. There was no adverse consequences to the patient.